Event description:
A remstar pro cflex device was returned to a thirdparty service center for service as part of the sound abatement foam recall process with no initial alleged complaint during the evaluation of the device the service technician observed no foam particles in the airpath yet foam degradation was noted the devices sound abatement foam needs to be replaced to address the issue additionally the service technician noted error codes e53 errcomplogsemtimeout and dust fail contamination the device was scrapped by the service center after the evaluation was completed